Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/sn, therefore, unavailable at this time. RMA issued. Suspect device not yet returned to manufacturer for evaluation.

Event description:
A site representative reported an open spine clamp that had been over-tightened. The head of the open spine clamp screw was damaged and would not grip the screwdriver. There was no patient present.

Manufacturer narrative:
Lot# and manufacture date now provided. As reported, the suspect clamp has been overtightened stretching the retainer ring on the end of the adjustment screw, allowing play in the travel of the clamp face. The adjustment screw head has tool marks around the outside edge. The screw threads are in good condition. A replacement clamp has been sent to the site for issue resolution.